Event description:
It was found during a baxter eval that a pump will alarm for upstream occlusion when none is present. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval found the upper and lower readings on the ultrasonic sensor to be below specification caused by a failed upstream sensor. With low ultrasonic readings the pump can be more sensitive to air and upstream occlusion alarms causing the reported symptom. The upstream sensor was replaced.